Manufacturer narrative:
The event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Manufacturer narrative:
The date of the even is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient had an ipg replacement. The patient's internal pulse generator (ipg) reached its end of life and was replaced. Effective therapy was established post operation.